Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found condensation on the pneumatic module assembly. He replaced the pneumatic module assembly and cable ECG lead. The unit passed all calibration, functional and safety test perform. The unit was returned to the customer in clear to clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had excessive condensation forming puddles in the tubing. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.